Event description:
It was reported that, "patient revised due to metallosis from metal debris."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as MFR # 9616680-2012-00512.